Event description:
The surgeon partially inserted a 22.5 se/3.5 diopter aa4203tl single piece silicone lens, with toric optic. The lens was removed due to the cartridge splitting out on both sides. No patient injury.